Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had intermittent pacing. The epg was returned for servicing. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis found that the device does not perceive pacing signal. The device was returned to the customer unrepaired. If information is provided in the future, a supplemental report will be issued.